Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the chest, which is off-label usage of the device, on 11-21-2023. On 11-25-2023, the patient¿s cgm was reading 80 mg/dl. The patient was not experiencing any symptoms. At an unspecified time after seeing the cgm reading of 80 mg/dl, the patient lost consciousness. No bg meter reading was done prior to the patient passing out. The patient¿s friend called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 22 mg/dl. Ems was unable to view the patient¿s cgm value as the patient's iphone was passcode protected. Ems treated the patient with IV dextrose and the patient regained consciousness. The patient was transported to the emergency room (ER). At the ER, the patient was not given any further medication or treatment, he was just provided with a sandwich to eat. The patient was discharged home on the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).